Manufacturer narrative:
Summary evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Sample did not return from sterilization yet, therefore, the condition of the product was not verified. The root cause cannot be determined at this time; the root cause will be reassessed upon completing the investigation. Additional information was requested and received.

Event description:
A surgeon reported that following a glaucoma filtering device implant (gfd), a possible clogging of the device on the grounds that a patient's postoperative intraocular pressure increased, and no flow of aqueous humor was confirmed, even though the flap was opened. A trabeculectomy was performed after explanting the gfd. Additional information was provided by the surgeon that a needling and a massage were performed and intraocular pressure decreased, but just transiently. Needling was done three times and scleral flap opened, but the intraocular pressure did not decrease. Since peeling of scleral flap was performed, but drainage of aqueous humor was not confirmed, the surgeon concluded that the gfd was clogged. A trabeculectomy and cataract surgery were performed after explanting the device, all in one combined procedure.

Manufacturer narrative:
Product evaluation: the customer reported possible clogging of shunt. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Unknown material was seen in the shunts' s lumen. The unknown material was removed by cleaning the device; therefore the complaint report is confirmed. Since the unknown material was removed after cleaning the device, there is no indication for manufacturing related factors that could cause the blockage and it seems that the blockage was formed after the product left the manufacturing plant. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The root cause could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the unknown material was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The root cause could not be conclusively determined therefore no action is required. (B)(4).